Manufacturer narrative:
Continued e.1. Email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on anterior side assessed, surgical damage. Additional observations: no other observation observed.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.